Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medsun report from FDA which states, equipment clinical engineering. #1 chamber that infused levo-, #2 brain-, #3 unused chamber-, #4 unused chamber-, pt had levo running at 0.05. While charting, we noticed tachycardia and eventual hypertension on our monitors, and we assessed the patient. Profound tachycardia in the 140+ and sbp ( systolic blood pressure) 150+ occurred, and we turned off the infusion. During assessment to obtain labs and give metoprolol, we disconnected the levo infusion line from the patient when additional levo medicine released from the tubing onto the floor, as if unhindered or not locked by any safety mechanism. We believe the infusion was bypassing the rate limiting mechanism of the chamber and infusing much higher rates of levo into the patient. No alarms were made by the pump as it infused the medication without difficulty or alarm up to us running off the drip. There was patient involvement and patient harm.

Manufacturer narrative:
The root cause for the reported issue of an over infusion was not determined. The reported issue that there was an over infusion could not be confirmed. No further investigation of this event is possible at this time, and patient harm was reported. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, equipment clinical engineering. #1 chamber that infused levo-, #2 brain-, #3 unused chamber-, #4 unused chamber-, pt had levo running at 0.05. While charting, we noticed tachycardia and eventual hypertension on our monitors, and we assessed the patient. Profound tachycardia in the 140+ and sbp ( systolic blood pressure) 150+ occurred, and we turned off the infusion. During assessment to obtain labs and give metoprolol, we disconnected the levo infusion line from the patient when additional levo medicine released from the tubing onto the floor, as if unhindered or not locked by any safety mechanism. We believe the infusion was bypassing the rate limiting mechanism of the chamber and infusing much higher rates of levo into the patient. No alarms were made by the pump as it infused the medication without difficulty or alarm up to us running off the drip. There was patient involvement and patient harm.